Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displayed e103 error code and there was smoke coming from the device. There were no reports of patient involvement.

Event description:
There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. And due to some corrections required. Updated fields: d9, g3, g6, h2, h3, h4, h6 and h11. Corrected fields: a2, a4, a5, a6, b5, b6, b7 and h6 health effect impact code. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: faulty power supply causing ignition issues. Based on the results of the investigation, it is likely the following led to the malfunction: faulty power supply was causing ignition issues and error on the screen. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.